Event description:
It was reported that during removal of the needle guard on multiple infusion sets, the entire infusion site came out of the container. The event involved the infusion set component and was attributed to an infusion set deployed or connected incorrectly. After education to gently wiggle rather than pull straight up, the user successfully removed the guard. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure or method when removing the needle guard. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.